Manufacturer narrative:
System analysis/service repair on (B)(4) 2015: the reported display error could not be confirmed and reproduced on the field. The water level was noted low and reservoir was refilled. Water circuit was inspected and water lead was noted on the pump. The cooling pump reservoir assembly and footswitch were needed to be replaced. The system was tested and verified to meet manufacturer's specification.

Event description:
It was reported that "impossible to turn on the laser , nothing on screen" noted during the lithotripsy procedure. The customer was unable to resolve the issues noted and the patient was under anesthesia when the issue occurred. The case was postponed. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
The system was not verified to meet manufacturer's specifications until october 20, 2015 when the parts were replaced. Device evaluated by manufacturer updated system repair was completed on october 20, 2015: the cooling pump reservoir assembly and footswitch were replaced. All optics were noted to be cleaned and all calibrations performed. The system was tested and verified to meet manufacturer's specifications. The replaced cooling pump reservoir and footswitch that were replaced were not returned to the manufacturer.